Event description:
This device was explanted and upgraded to a lumax 340. Noted also, the device is at eri indication after approx two years of service. Device interrogation shows no evidence of multiple shocks or an extreme level of pacing output.